Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level was 50 mg/dl. The customer reported the sensor insertion anomaly. The customer had no symptoms. The customer did treat the low blood glucose level. The current blood glucose level was unknown. The customer did troubleshoot the issue. The insulin pump, infusion or reservoir will not be returned for analysis; however, the sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.